Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture. A lead dislodgment was suspected as the lead had moved from the implant position. A revision surgery will be scheduled to reposition the lv lead. This lead remains in service. No adverse patient effects were reported.